Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion fse went onsite and replaced 2 filters. He calibrated the awp and performed a circuit calibration and a performance checkout. He discovered that the unit was not passing deltap, it was less than 113. He replaced pr8 and the driver. He checked and adjusted the p-p voltage. Performed circuit calibration and performance checkout. All is ok now. As of this date the pr8 and the driver has not been received for evaluation. When it has been received and evaluated a supplement will be filed.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to request a yearly pm on this unit. The carefusion went onsite and discovered that the unit was not passing deltap, it was less than 113. There was no patient involvement in this issue.